Manufacturer narrative:
Pump not detected: the returned pump was evaluated and the impella defective alarm was reproduced when the pump was plugged into a console. The red handle was opened and blood was observed in the red handle. A hole was located in the catheter at the 30 cm mark along with scratches which could have been from improper suturing technique. The cause of the pump not detected was blood ingress into the red handle due to a hole in the catheter resulting from improper use. Vt/vf: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Product damage (hole in catheter): failure mode product damage (hole in catheter) was added since a hole was observed in the catheter on the returned product relating to the pump not detected issue. The cause of the hole in the catheter was use related. D9 device returned to manufacturer date added.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia that was medically managed. After transferring the patient from one automate impella controller to another, the pump failed to restart. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients." Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿